Event description:
Pt was admitted with increased back pain with "crunching" and increased movement to back. Surgery performed 8/15/94 included removal of plates and screws, including a broken s, screw, and exploration of fusion mass with refusion of rt/ l5 pseudoarthrosis with local bone spinal process of l3. The specimen is designated "plates and screws" and consists of two rectangular slightly arched metallic plates 7.8 x 1.6 x 0.4 cm. The plate has three elongated slots measuring 1.9 x 0.5 cm. Both plates bare the identification number 2025-1.3-m 11691 316lvm. Extending from the slots on one of the metallic fragments are two screws 6 cm long, and up to 0.7 cm in diameter. The screws are fastened to the plate by 0.9 cm nuts. Between the nut and the base of the screw, there is a 1.1 cm in diameter 0.5 cm thick dounghnut shaped spacer. The other plate contains three similar screws, one of which is broken 3.4 cm from its attached end. The broken detached portion is 3 cm long. Also received is a detached screw similar to those previously mentioned, and add'l 0.5 cm thick, 1.1 cm in diameter spacer, and a 0.9 cm nut. No tissue is submitted.